Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 21 october 2024, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer torqvue 45x45 delivery sheath. Prior to procedure, the patient was on oral anticoagulants. A small pericardial effusion was noted prior to the procedure. The patient was in normal sinus rhythm. The patient's activated clotting time (act) level was 310 seconds. The transseptal puncture was inferior and mid. The left atrial pressure was 12mmhg. The occluder was implanted after two partial recaptures and with a challenging anatomy. Protamine was administered after the procedure. On (B)(6) 2024, the patient presented to the emergency department with a pericardial effusion with cardiac tamponade. At the time when the pericardial effusion was detected, the patient was on dual antiplatelet therapy. A pericardiocentesis was successfully performed, and the patient was in the hospital for 2 days. The patient was discharged.

Manufacturer narrative:
An event of patient-device incompatibility (implant related to tissue damage, pericardial effusion and cardiac tamponade) after an month of implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the reported implant related to tissue damage associated with pericardial effusion appears to be related to procedural or patient pre-existing medical conditions. However, could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The reported unexpected medical intervention was a result of case-specific circumstances as pericardiocentesis was performed.

Event description:
Subsequent to the previously filed report, additional information was received that a non-abbott guidewire was positioned in the upper pulmonary vein.